Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery. Reservoir is leaking. The blood glucose reading is 219 mg/dl. The insulin leaked past both o-rings. Nothing further reported.

Manufacturer narrative:
Inspected one opened or used reservoir. Ran leak test and reservoir passed per specifications. No leakage anomaly observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked into place properly.